Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support received the logs from the customer; investigation to identify the root cause is ongoing. Technical support also asked the customer to send a short video of the machine for further analysis.

Event description:
The customer reported that the touchscreen of their bellavista 1000 unit is not working. There is no patient involvement.

Manufacturer narrative:
Results of investigation: vyaire technical support reported that this touchscreen problem is a clear case of a known issue affecting 6th generation touchscreens (non-responsive/slow-reacting) in which the root cause has been traced to the soldering process of the chip carrier to the touch controller board. An 806 report reference number 3004553423-11/21/19-002-c is in scope for the suspect device and a software fix will be made available.